Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Manufacturer narrative:
Analysis of the returned uphold vaginal support system revealed that the carrier is stuck extended approximately 1.5 cm and does not extend or retract freely when actuated. Also, the carrier is bent. The suture is frayed at the suture to dart intersection on the blue with white stripe dilator. There was no damage to the mesh. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-03202 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6) 2014. According to the complainant, during preparation, the capio carrier failed to retract. A second device was used but still encountered the same malfunction. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Associated MFR report #3005099803-2014-03202 pertains to the other device. It was reported to boston scientific corporation that an uphold vaginal support system was used during a sacrospinous ligament fixation procedure performed on (B)(6), 2014. According to the complainant, during preparation, the capio carrier failed to retract. A second device was used but still encountered the same malfunction. The procedure was completed with a third uphold vaginal support system. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.